Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: UDI # (B)(4). Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. (Ref:ts39236) arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. The root cause of the event remains indeterminable but was likely impacted by patient and procedural factors. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient implanted with a 23mm valve had sick sinus syndrome and required ppm within 30 days of valve implant. After an implant duration of 8 months 21 days, the valve was explanted due to endocarditis. A 21mm 3300tfx valve was implanted in replacement. The patient also required tricuspid valve replacement due to tricuspid valve endocarditis with blood cultures positive for staph lugdunensis. Intra op course was complicated by asystole requiring cardiac massage, acute biventricular failure requiring va ECMO and iabp support, and development of intrapulmonary and intracardiac thrombus. The patient had poor prognosis. The family decided to withdraw care and patient expired.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported through implant patient registry that a patient initially implanted with a 23mm valve for 8 months 21 days, had the valve explanted due to aortic stenosis. A 21mm valve was implanted in replacement. Intra op course was complicated by asystole requiring cardiac massage, acute biventricular failure requiring va ECMO and iabp support, and development of intrapulmonary and intracardiac thrombus. The patient had poor prognosis. The family decided to withdraw care and patient expired.